Event description:
A nurse reported the system displayed a system message and there was a problem with the infusion pressure prior to the procedure. The surgical list was canceled.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).